Event description:
Resistance was met upon removal attempts of the guidewire used for filter placement following deployment via a jugular approach. The sheath was readvanced to stabilize the filter and the wire was removed. The filter placement was successful with no patient complications. This device remains implanted. Therefore, no failure analysis will be available.